Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: (1) sometimes images don't show up. (2) distal end objective lens glue peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "sometimes image doesn't show up" was presumed to have been due to water or moisture that may have entered the scope, damaging the image sensor unit. The suggested event "sometimes image doesn't show up.¿ can be inspected in accordance with below instructions for use (IFU): operation manual for ltf-190-10-3d "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system¿. ¦ inspection of the endoscopic image. The suggested phenomenon of "distal end objective lens glue peeled off" was presumed to have been due to physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from solution used. The suggested event "distal end objective lens glue peeled off¿ can be prevented in accordance with below IFU: operation manual for ltf-s300-10-3d important information ¿ please read before use ¦ dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual for ltf-s300-10-3d 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and table 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. 3.1 compatibility summary : ¦list of compatible methods validated in terms of biological efficacy and material durability sterilization by sterrad® ®50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the 3d deflectable videoscope had no image. It is unknown when the event occurred. There were no reports of patient harm.

Event description:
It was reported the 3d deflectable videoscope had no image. The event occurred during an unknown procedure, there were no delays reported and the procedure was completed using a similar device. There were no reports of patient harm.